Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event date. Product / lot code / expiration date. Date of implant. Date of explant. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2014 due to a fractured femoral stem.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure is indicated due to fractured femoral stem. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2015 due to a fractured femoral stem.